Event description:
A malfunction alarm occurred with the pump during the insulin pumping process. The customer's blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer successfully resumed insulin therapy.